Event description:
It was reported that an unspecified number of syringe 0.3ml 29ga 1/2in 7bag 420cas jp separated from the hub during use. The following was reported by the initial reporter: "the customer (animal clinic) reported as follows: when removing the orange shield, the needle with the shied was separated from the barrel. This is occurring frequently."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-17. Investigation summary: customer returned (1) 3/10cc, 12.7mm, 29g syringe in an open poly bag from lot # 0160988. Customer states that when removing the orange shield, the needle with the shied was separated from the barrel. The returned syringe was examined and exhibited a missing hub assembly. The shield was returned with the syringe. A review of the device history record was completed for batch# 0160988. All inspections and challenges were performed per the applicable operations qc specifications. There were zero notifications noted that did not pertain to the complaint. Root cause for this defect cannot be determined. Capa1630423 has been opened to address this issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. "

Event description:
It was reported that an unspecified number of syringe 0.3ml 29ga 1/2in 7bag 420cas jp separated from the hub during use. The following was reported by the initial reporter: "the customer (animal clinic) reported as follows: when removing the orange shield, the needle with the shied was separated from the barrel. This is occurring frequently."